Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noted a fracture in the iol after it was inserted into the eye. The incision was enlarged to remove and replace the iol. Additional info has been requested.